Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue was caused by a medication jam in the station. A field service engineer stated that the pyxis administrator assisted the customer and recovered all storage spaces, which cleared the med jam. The customer confirmed that all was working properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failure to access and secure hardware, with a failure code indicating that the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.